Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The consumer states the rubber has came off of the rear wheels of his chair.